Event description:
There was no report of device failure. Very preliminary and incomplete info was reported to a clinical staff member on 10/10/97, as a peripheral vasculary injury. The precise location and type of injury remained unclear until receipt of the surgeon's summary (in french) on 11/14/97. Add'l phone calls were made identify if the event was device related and what device was being used. The surgeon's summary stated because of low flows on femoral-femoral cardiopulmonary bypass, the thoracotomy incision was enlarged and direct aortic cannulation was performed. The internal mammary artery proved unsuitable as a graft, but the coronary bypass procedure was completed. At the start of closure of the femoral arteriotomy, there was no pulse. Arteriography demonstrated on iliac artery dissection of the level of its bifurcation. A gortex femoral-femoral graft was placed uneventfully, and a good pulse was returning. The european clinical education specialist serving this hospital was informed that the pt subsequently died of multi-organ failure, although this was not felt to be related to the iliac artery injury. In addition, the pt was noted to have fragile vessels, the internal mammary artery was unsuitable as a graft due to dissection within the vessel, and the aorta tore during direct cannulation. The pt was small, although obese, and was a heavy smoker.